Event description:
The tosoh bioscience analyte application manual for intact pth states that "serum, edta plasma is required for the assay. Heparinized or citrated plasma should not be used." The customer called to ask why heparinized plasma could not be used and indicated that an intact pth result had been reported on a heparinized plasma specimen. The customer was advised to obtain the correct specimen type for testing and to inform the physician of the erroneous results. The physician was notified, but his response was that the heparinized plasma results were acceptable since he wanted to compare before surgery and after surgery results for a drop in the values and the actual values were not critical. There was no adverse event resulting from an incorrect specimen type being used to report intact pth results. Root cause: human error. Analyzer operator used incorrect specimen type for the intact pth testing. Multiple attempts were made to obtain lot numbers, but these were not provided by the customer.